Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol composix kugel hernia patch (device #1). Additional emdrs were submitted to represent the bard/davol ventralex st (device #2), bard/davol ventrio hernia patch (device #3) and bard/davol ventrio st (device #4). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch on (B)(6) 2011, ventralex st on (B)(6) 2012, ventrio hernia patch on (B)(6) 2013, ventrio st on (B)(6) 2014 and xenmatrix on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against composix kugel hernia patch, ventralex st, ventrio hernia patch and ventrio st. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.